Event description:
A ventilator was returned to a third-party service center for remediation. There was no harm or injury reported. The device was not in patient use. During the evaluation a check circuit and low inspiratory pressure alarms were observed in the device's downloaded event log. The device's tubing was reconnected and the circuit setup checked to address the issue. There was no malfunction noted. This would not affect the device's ability to deliver therapy as designed. There was no evidence of foam particles noted. During final testing of the device a ventilator inoperative alarm condition was observed. The device's motor blower was replaced to address the issue. The device was tested and passed all final testing.